Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were recommended.

Event description:
New information received indicated that patient presented remotely via merlin@home transmission with another instance of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended and will be made at next in-clinic follow-up.

Manufacturer narrative:
(B)(4).